Manufacturer narrative:
Subject device is an instrument and is not implanted. Manufacture date will be determined as part of a device history record review. Investigation not complete, no conclusion can be drawn.

Event description:
Pt underwent a revision of l1-l5 instrumentation to extend the construct to the ilium. Surgeon could not get the connector to slide over the iliac collett so that the nut could be tightened. The holding sleeve of the rod clamp broke off where it threads into the clamp (all pieces were retrieved). A second holding sleeve and rod broke in the same manner. Surgeon had to manually thread a steiman pin into the rod connector to complete the procedure. The total time added to the procedure due to this issue, and the failure of the rod clamp sleeves was 45min -1 hour. This is one of four reports for this event.